Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips for evaluation. However, the returned meter did not switch on even after changing the batteries. Therefore, the in-house testing could not be performed.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device manufacturing record was reviewed for the suspected contour meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour meter with serial # (B)(6) as 14-apr-2005. The correct device manufacture date is 26-oct-2008. Section h4 has been updated with the correct information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer alleged to have purchased a contour meter in us and found that the meter was reading in mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.